Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue was resolved with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged and understood.